Event description:
Questionable equipment malfunction. Piggyback medication was found to have flowed back into primary IV bag. Pump was set to run at 50 ml/hr. Pump showed 5 ml given but 25 ml bag was empty. Tubing reloaded.